Manufacturer narrative:
The ((B)(4)): a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. No conclusion can be drawn. However, the conducted investigation would tend to indicate that the product was not defective at the time of manufacturing. Please note that it is commonly accepted among vascular surgeons that woven grafts are prone to fraying. For that purpose, precautions when cutting the graft are clearly mentioned in the instructions for use. Therefore, it is considered as probable that a lack of precaution from the user has contributed to this event.

Event description:
During a vascular procedure performed on (B)(6) 2016, it was reported that the graft frayed after trimming it and beginning the suture. The portion of the frayed graft was trimmed and the anastomosis was successfully completed. No adverse effect for the patient was reported.